Event description:
As pt was undergoing hemodialysis, smoke and flames were noted to be coming out of the exit port of the electrical cord. Plug was immediately pulled out of electrical outlet and pt was taken off the machine. There was no injury to pt and/or staff. No adverse effect on pt noted.